Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department; however, the currently available logs end on 3/18/24, prior to the event date. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "low" on (B)(6) 2024 and the "off" on (B)(6) 2024. All cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and available device logs, the ilet operated as intended prior to the event. The covid infection and having the device volume turned off likely contributed to the hyperglycemic event. We are unable to investigate this event further as attempts to get the user to sync their data have been unsuccessful. If the product is received at a later date, or the ilet engineering logs are updated, the complaint will be reopened and investigated accordingly.

Event description:
On 3/25/24 a beta bionics clinical diabetes specialist (cds) was notified by the hcp office that the user was hospitalized due to diabetic ketoacidosis (dka). The user had noted on (B)(6) 2024, that they were doing relatively well, reported successfully changing their site on saturday evening without issue. They reported a "few ups and downs, but no big problems". The cds was not provided with further details at that time. The user's son and a caregiver assist with their diabetes care. The user had switched to the convatec contact detach (23", 6mm) steel infusion set on (B)(6) 2024 and felt it was easier than the convatec inset (23", 6mm) teflon cannula. Upon further follow up, the user reported they were feeling better and decided to return to multiple daily injections (mdi) and take some time to decide what therapy was best for them. At the time of the event, the user had covid. Their son was supposed to come over to help, however, he never came to the house. The user stated not having someone there to assist was the biggest problem. They also thought there was something going on with the ilet but could not recall specifics about the event. Several attempts have been made by beta bionics to help the user sync their data so the ilet report and logs can be reviewed. These attempts have all been unsuccessful. The user is scheduled to follow-up with their primary healthcare provider (hcp). They denied any further questions at the time and will reach out to the cds if additional questions arise. The cds updated the user's hcp about the conversation and offered to be present for the follow-up appointment if further support, education, or troubleshooting is needed.